Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they felt a momentary shock when they went through a theft detector at (B)(6). The change in therapy/symptoms was sudden and felt in the pelvic floor region. The patient had a return of urgency. The patient's programmer was stolen and they were unable to adjust or check their therapy status. It was also noted that the patient's urinary and bladder control issues had become very bad. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.